Event description:
During troubleshooting for a check lines and bags alarm that occurred on the home choice (hc) unit during prime, the home patient (hp) was not connected, the hp stated he disconnected the solution bags to inspect them after the alarm then reconnected them. The technical service representative (tsr) informed the hp that once the solution bag was removed it should never be reconnected. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention reported. Follow up was done via phone. The hp stated they were not sure what had caused the alarm, they discarded the sample, the lot number is unknown and that they don't have any more from that box. The hp started over with new supplies and that resolved the issue. The hp stated therapy has been going fine. No injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient. The disposable set was reused after disconnecting and reconnecting a single solution bag. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.